Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11a03058, h11c03013, h11d12038, h11e09049 and h11f01101 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse with supplemental information by a consumer from the USA of not good hand washing or cleaning transfer set and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. The nurse stated that on unreported dates, the patient was not good at hand washing or cleaning the transfer set. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent, and was started on unspecified ip antibiotics that same day for treatment. On (B)(6) 2010, the peritonitis resolved. The outcome of not good hand washing or cleaning transfer set was not reported. It was unknown whether dianeal pd4 ultrabag therapy was ongoing. The nurse did not comment on causality for the event not good hand washing or cleaning transfer set, but stated the peritonitis was not related to dianeal pd4 ultrabag therapy.